Event description:
In 2003, a gore excluder bifurcated endoprosthesis was implanted. In 2006, a gore excluder aaa endoprosthesis iliac extender component and two gore excluder aaa endoprosthesis contralateral leg components were implanted. Further investigation is pending.

Manufacturer narrative:
Lot #032041917 and lot #032330910.